Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was presented to clinic on (B)(6) 2012, looking jaundiced and stating that she wasn't feeling well and has been having blood in her urine. She was also experiencing shortness of breath, jaundice plasma hgb 168. The left ventricle was "huge" on echo. Pump parameters were normal and she was having absolutely no issues prior to this event. On (B)(6) 2012 a decision was made to exchange the lvad pump with another lvad pump.

Manufacturer narrative:
The explanted device was returned to the manufacture for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis completed.